Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was not able to confirm the customer failure. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end had foreign objects. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had an error e315 (scope communication). The event occurred during set up. There were no reports of patient involvement.